Event description:
Needle miss. The cardiologist attempted arteriotomy closure with techstar xl 6 f device. The posterior needle missed the barrel. Backdown was attempted but unsuccessful. The cardiologist enlarged the incision and extracted the posterior needle. Closure was achieved with femstop. The patient did fine. This is being reported because similar occurrences of needle miss have led to reportable occurrences.